Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of blood reflux was inconclusive because the clinical conditions in which the reported event was alleged to have occurred could not be replicated. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet. No obvious usage residues were observed. Microscopic inspection of the valve was unremarkable. The valve length was measured using a digital microscope to be within manufacturing specifications. Attempts to infuse and aspirate water through the sample using a 12ml syringe revealed the sample to be patent to both with and without the stylet in place. The effort required to flush and aspirate the sample was comparable to that required for a similar non-complainant device. No deficiencies were discovered during evaluation of the returned sample; however, the precise use conditions could not be replicated and the pressure required to open the valve during infusion and aspiration could not be measured. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that after the catheter was inserted successfully, blood reflux persisted. The valve was suspected of having a problem. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1194 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter was inserted successfully, blood reflux persisted. The valve was suspected of having a problem. No other information was provided.